Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The service rep retrieved the error codes. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display poor images. No pt injury was reported.